Event description:
It was reported the issue had actually happened with a non-(B)(6) device pulseselect. The faradrive was not used. No other issue has been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).